Event description:
The customer reported that a red alarm is displayed, but there is no sound audible at the central speaker. The device was in use and there was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer replaced the speaker and was advised to call or email if the problem was resolved or not. The customer emailed back confirming ¿troubleshooting revealed a network cable to the speaker extension in central monitoring damaged by a monitor tech. Normal service is restored. "Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty network cable to the speaker. Unable to get part number for cable. The reported problem was confirmed.the device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.